Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal filament in the jaws was angled off of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Slight blood was observed on the harvesting handle. Blood and tissue was observed on the heating wire. The heater wire was observed to be flexed away from the hot jaw, and was detached from the tip of the hot jaw, but remained attached at the base of the hot jaw. No other visual defects observed. Based on the return condition of the device, the reported complaint ¿material twisted; bent wire¿ was confirmed specific actions for the reported confirmed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal filament in the jaws was angled off of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.